Manufacturer narrative:
Approximate age of device ¿ 6 months; no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported through patient outcome that the patient was expired due to hemorrhagic stroke resulting in withdrawal of care. No further information was provided.

Event description:
Additional information: it was reported that the patient presented with supratherapeutic inr of 6.8 at the time of stroke. No anticoagulation regimen changes had been made. A CT scan was performed that confirmed the hemorrhagic stroke. Fresh frozen plasma (ffp) and vitamin k were administered as treatment, warfarin was held. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported hemorrhagic stroke could not conclusively be established through this evaluation. The device was not returned to abbott for evaluation. The hmii lvas instructions for use lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.